Manufacturer narrative:
Device mfg date has been updated based on product download. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. Customer reported receiving sensor scans consistently between 80-84 mg/dl and experiencing symptoms described as sweats and loss of body control. Customer was unable to self-treat and was treated by his partner with sugar solution. A subsequent blood glucose test was performed (device unspecified) and a reading of 28 mg/dl was obtained and compared to a sensor scan result of 80 mg/dl. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. Customer reported receiving sensor scans consistently between 80-84 mg/dl and experiencing symptoms described as sweats and loss of body control. Customer was unable to self-treat and was treated by his partner with sugar solution. A subsequent blood glucose test was performed (device unspecified) and a reading of 28 mg/dl was obtained and compared to a sensor scan result of 80 mg/dl. No additional treatment was reported. There was no report of death or permanent injury associated with this event.